Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to functional mitral regurgitation (mr) with a grade 4. A mitraclip xtw was implanted without issues. A mitraclip xt was inserted and deployed on the mitral valve. However, while unthreading the actuator, the clip opened from fully closed to approximately 45 degrees. It was noted the clip remained stable on the leaflets. The procedure was completed with two clips implanted, reducing the mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.